Event description:
Following a refill session, the pt had an overdose with symptoms of drowsiness and respiratory depression. The pt was at the hospital. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up will be sent if additional info becomes available.